Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("right coil protruding from right tube/ left coil protruding toward ovary."), device dislocation ("the device appeared to malfunction and not deploy.") And genital haemorrhage ("heavy bleeding /abnormal bleeding (general /bleeding)") in a 39-year-old female patient who had essure (batch no. 12484512, 835869,857600) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "the device appeared to malfunction and not deploy.". The patient's past medical history included recurrent abortion, anxiety, anemia, depression and streptococcal impetigo. Previously administered products included for arthritis: flexeril; for birth control: mirena iud; for daily headaches: acetaminophen; for hyperlipidemia: lipitor; for an unreported indication: depo provera on (B)(6) 2011. Concurrent conditions included parity 2 ((B)(6) 1995, (B)(6) 1997), multigravida ((B)(6) 1995, (B)(6) 1997), hyperlipidemia, arthritis, frequent headaches, anemia and depression. Concomitant products included atorvastatin calcium (lipitor), cholecalciferol (vitamin d), cyclobenzaprine hydrochloride (flexeril), famotidine (pepcid), ranitidine hydrochloride (zantac) and topiramate (topamax). On an unknown date, the patient started motrin at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 4 years 10 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia (event splitted for coding)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pain /pelvic pain r>l / excruciating pain every month"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rashes or skin conditions type"), migraine ("migraine/headache (event splitted for coding)"), headache ("migraine/headache (event splitted for coding)") and gastrointestinal disorder ("gastrointestinal or digestive system condition type"). The patient was treated with solpadeine (tylenol 1), surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, fatigue, dyspepsia, alopecia, abdominal pain, back pain, rash, migraine, headache and gastrointestinal disorder outcome was unknown and the genital haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: pathology report: noted near the point of attachment to the uterine body protruding from the fallopian, are two metallic coiled wires. Microscopic diagnosis: adenomyosis, early proliferative endometrium, cervix with atypical squamous metaplasia, bilaterally fallopian tubes with transected lumen and paratubal cysts and leiomyomas. It was suspected that two coils were placed in the right tube and one was in the left tube simply without coil seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: rash, pelvic pain, menorrhagia, fatigue and headache. Lot number: 12484512 manufacturing date: 2011/04 expiration date: 2014/02 . Lot number: 857600 manufacturing date: 2014/05 expiration date: 2011/05. Invalid lot number (835869). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("right coil protruding from right tube/ left coil protruding toward ovary."), device dislocation ("the device appeared to malfunction and not deploy.") And genital haemorrhage ("heavy bleeding /abnormal bleeding (general /bleeding)") in a 39-year-old female patient who had essure (batch no. 12484512, 835869,857600) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "the device appeared to malfunction and not deploy.". The patient's past medical history included recurrent abortion, anxiety, anemia, depression and streptococcal impetigo. Previously administered products included for arthritis: flexeril; for birth control: mirena iud; for daily headaches: acetaminophen; for hyperlipidemia: lipitor; for an unreported indication: depo provera on (B)(6) 2011. Concurrent conditions included parity 2 ((B)(6) 1995, (B)(6) 1997), multigravida ((B)(6)1995, (B)(6)1997), hyperlipidemia, arthritis, frequent headaches, anemia and depression. Concomitant products included atorvastatin calcium (lipitor), colecalciferol (vitamin d), cyclobenzaprine hydrochloride (flexeril), famotidine (pepcid), ranitidine hydrochloride (zantac) and topiramate (topamax). On an unknown date, the patient started motrin at an unspecified dose and frequency. On(B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 4 years 10 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia (event splitted for coding)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pain /pelvic pain r>l / excruciating pain every month"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rashes or skin conditions type"), migraine ("migraine/headache (event splitted for coding)"), headache ("migraine/headache (event splitted for coding)") and gastrointestinal disorder ("gastrointestinal or digestive system condition type"). The patient was treated with solpadeine (tylenol 1), surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)),and surgery (ablation and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, fatigue, dyspepsia, alopecia, abdominal pain, back pain, rash, migraine, headache and gastrointestinal disorder outcome was unknown and the genital haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: pathology report: noted near the point of attachment to the uterine body protruding from the fallopian, are two metallic coiled wires. Microscopic diagnosis: adenomyosis, early proliferative endometrium, cervix with atypical squamous metaplasia, bilaterally fallopian tubes with transected lumen and paratubal cysts and leiomyomas. It was suspected that two coils were placed in the right tube and one was in the left tube simply without coil seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: rash, pelvic pain, menorrhagia, fatigue and headache. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs and mr received. Case became medically confirmed. Event perforation added- right coil protruding from right tube/ left coil protruding toward ovary. Treatment drugs added. Outcome of the event pelvic pain updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding /abnormal bleeding (general /bleeding") in a 39-year-old female patient who had essure (batch no. 12484512, 835869,857600) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion (2 miscarriages and group b strep when I delivered first child.), anxiety, anemia and depression. Previously administered products included for arthritis: flexeril; for birth control: mirena iud; for daily headaches: acetaminophen; for hyperlipidemia: lipitor; for an unreported indication: depo provera in 2011. Concurrent conditions included parity 2 ((B)(6) 1995, (B)(6) 1997) and gravida ((B)(6) 1995, (B)(6) 1997). Concomitant products included atorvastatin calcium (lipitor), colecalciferol (vitamin d), cyclobenzaprine hydrochloride (flexeril), famotidine (pepcid), ranitidine hydrochloride (zantac) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 10 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia (event splitted for coding)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain /pelvic pain r>l / excruciating pain every month"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rashes or skin conditions type"), migraine ("migraine/headache (event splitted for coding)") and headache ("migraine/headache (event splitted for coding)"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, fatigue, dyspepsia, alopecia, abdominal pain, back pain, rash, migraine and headache outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was reported. Reporters were added. Patient¿s historical drug, historical condition, concomitant disease, lot no, concomitant drugs and lab data were added. Abnormal bleeding (vaginal, menorrhagia, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type, hair loss, abdominal pain, back pain, rashes or skin conditions type and migraine/headache were added events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, genital haemorrhage and pain outcome was unknown. The reporter considered genital haemorrhage, pain and perforation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.